Event description:
During pci this stent dislodged from the balloon. The stent embolized and was surgically removed. A taxus stent was placed in mid lad four months ago. It restenosed distally. The physician went back in to fix the in-stent restenosis and ballooned the lesion with a maverick balloon. An attempted top deploy the 2.5x23 cypher. The lad had a shepards hook turn proximal and about a 75% lesion from the ostium of the lad. The cypher would not make it out of the left main and kept getting stuck in the ostium of the lad. The dr tried to balloon in the mid lad again (he needed to balloon in the proximal lad after the left main). He then tried the cypher again and continued to push and push. He pushed the stent off of the balloon and the stent was embolized in the left main. Assistance was requested from another physician and three attempts were made with a snare to remove the stent.